Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 1.5% and 2.5% therapies. During a call, the following was reported. On an unreported date, the patient experienced diarrhea, abdominal pain, fever, vomiting and was hospitalized. Treatment was not reported. After a day, the peritoneal dialysis (pd) solution was clear and the patient was discharged. On the following day, abdominal pain became stronger, diarrhea was persisting and there was a cloudy peritoneal effluent. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain, diarrhea, fever, vomiting, and cloudy effluent. On the same day, the patient was hospitalized for peritonitis. The cause of peritonitis was not reported. On (B)(6) 2012, the patient was treated with cefazoline, and fortum, for peritonitis. The patient was recovering. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Further information was received from a nurse. On (B)(6) 2012, the patient was discharged from the hospital.